Event description:
Information received by medtronic indicated that customer reported loss of communication between pump and transmitter. Customer received no signal alarm. The transmitter did not communicate due to an incorrect ID as device was not found. No harm requiring medical intervention was recorded. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.